Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u63) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while performing a preventative maintenance on an 840 ventilator, the display was erratic. The ventilator was not in use on a patient at the time the event occurred. Service engineer (se) inspected the device and installed a graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). Se also upgraded software to ak level. Se performed an extended self test (est), short self test (sst), performance verification test (pvt) and electrical safety test. Unit passed all testing and calibrations as outlined in the service manual.